Event description:
A nurse reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system during implant surgery. One haptic was noticed to be kinked after insertion. The incision was enlarged to facilitate removal and replacement of the iol, but there was no pt injury.